Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a stroke. The physician did not believe this to be related to the device. The patient was hospitalized, needed surgery, and was then transferred to a rehabilitation nursing home. The patient continues to use the device to find effective pain relief.